Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific left ventricular (lv) lead exhibited an insufficient heartlogic alert. Technical services (ts) reviewed device data and found the patient's heart rate was elevated. Heartlogic data can't be obtained when the heart rate is fast. Also, this crt-d and the lv lead exhibited a low out of range pacing impedance, less than 200 ohms. Ts noted there appeared to be capture and the device was programmed to lv only. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.